Manufacturer narrative:
"The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 113 (reduced water temp control). The therapy was completed and put in maintenance normothermia mode. The patient temperature was 36.9c, the target temperature was 36.5c and the water temperature was 23.3c. The device was placed in manual mode to 4c. After 30 minutes, the water temperature did not go below 23c. The nurse kept the patient on therapy till the patient temperature stayed within 0.5c up or down. Biomed stated that this device gave alert 113 during therapy. A review of the data files showed that the device failed mixing pump. Per follow up received via phone on 30jul2021, biomed stated that the therapy was completed with another arctic sun and had no further issues. Also, the device with the failed mixing pump was repaired on site.